Event description:
During percutaneous nephrostomy tube placement, there was difficulty advancing the accustick system over the microwire. The microwire was physically inspected and no clear high grad kinking or damage to the portion of wire that the accustick system would not advance over. During retrying to replace the accustick system over the wire, the wire snapped and broke. The wire was sucked into the right renal collection system. Attempts were made to retrieve the retained fragment without success. Urology was consulted with the plan to remove the wire after the patient stabilized from the septic event. The patient was taken to operating room on (B)(6) 2023 for urology to remove the retained wire fragment. Patient presented to the emergency room from their nursing home for seizure like activity. Patient was transferred to the ccu after intubation for management of septic shock, hypoxic respiratory failure, seizure like activity, bilateral ureteral calculi with bilateral hydronephrosis, encephalopathy.